Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was stated that the insulin pump is working fine, but the customer was getting no delivery alarms prior to the event. The caller stated that she would be showing the customer different infusion sets to try. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.